Event description:
It was reported to philips that during a procedure system was displaying message x-ray tube currents out of range. The procedure was completed by using another system. The device was in clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during cardiovascular diagnostic procedure. The procedure was delayed and was completed by using another system. The philips remote service engineer (rse) analysed the system remotely and confirmed that the system was displaying message x-ray tube currents out of range. The rse checked the logs and identified that the measured tube current was low. Upon troubleshooting, the rse recommended biomed to check the candle sticks and replace the high voltage transformer. To resolve the issue, the biomed replaced the high voltage transformer. After this, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Health impact and evaluation method code were corrected.